Event description:
It was reported that during an unspecified balloon dilation procedure, a balloon break occurred. An unspecified type of cre balloon catheter had been advanced through a gastroscope to treat an unspecified lesion. At an unspecified time during the procedure, the balloon "broke". It was reported that the balloon was used in a working channel that was smaller than device requirements. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.